Event description:
During a procedure to open an av graft, the atb balloon was being inflated using another MFR's inflation device. The mixture of dye to saline was 10% (2cc dye, 18cc saline). The physician stated that the balloon was inflated under the 14 atm burst pressure during the procedure. When the physician attempted to deflate the device, it would not deflate. A 20cc syringe was attached to the device in an attempt to deflate the balloon in a different way, but the attempt was unsuccessful. After five minutes of the balloon being inflated, the pt started to show signs of blood pressure distress. The physician elected to burst the balloon in order to remove it. The balloon was inflated until it burst. It was then removed with no adverse effects to the pt.

Manufacturer narrative:
Evaluation: the device was returned in a used and damaged condition. An examination confirmed that a rupture of the balloon was present and extended the entire length of the balloon. Further examination also detected a kink in the shaft of the catheter measuring approximately 36cm from the distal tip. Considering the info provided along with the characteristics displayed, it is feasible to suggest the restriction in the shaft material prevented the balloon from properly being removed through the sheath. We can advise that this device is inspected to ensure that the balloon properly inflates to the specified parameters, rewraps properly when negative pressure is applied, and is free of bends, kinks and other surface imperfections. The investigation also found that this device was manufactured prior to a change that added radii to the balloon shoulders, added proximal neck overlap and consistent balloon wall thickness. The appropriate personnel have been notified of this matter.